Manufacturer narrative:
Lot review: a review of suspect lot# 3249998 showed that (B)(4) units were manufactured, tested, inspected and released in may of 2016 citing no anomalies. Not returned.

Event description:
Complaint received regarding one cl3361, 42" admin set, drop in-line chamber, with chemolock, suspect lot# 3249998 (mfg. 05/2016). Told that chemotherapy tubing was primed and hung. Approximately 30 minutes later they noticed it leaking at the clear tubing junction of the secondary tubing right below the blue click device that snaps to the bag spike. There was unprotected chemo exposure reported but cleaned per hospital protocol. No serious adverse clinician/patient consequences reported.

Manufacturer narrative:
Lot review: a review of suspect lot# 3249998 showed that (B)(4) units were manufactured, tested, inspected and released in may of 2016 citing no anomalies. Complaint receipt: 8/8/2016 - received one 7/26/2016 - one cl3361, 42" admin set, drop in-line chamber, w/chemolock, suspect lot# 3249998. One used carefusion pumpset. One used spinning spiros lot# unknown. Functional testing: a single used cl3361 admin set with chemolock and a carefusion pump set with spinning spiros at the distal end were returned for investigation. The carefusion set with the spinning spiros was pressure leak tested I. No leakage was observed at any location along the fluid path. The used cl3361 admin set with chemolock was pressure leak tested I. There was leakage detected coming from the spin mechanism of the chemolock connector. The chemolock connector was disassembled with the following observations: the fml seal was distorted/misshapen. This was likely the cause of the leakage. Analysis summary: the complaint of used cl3361 admin set with chemolock leakage was confirmed. The leakage was in the location of the chemolock spin feature. When disassembled the fml seal was distorted and misshapen resulting in leakage. It is not known when or where the fml seal was distorted/misshapen. This is an isolated event and ICU medical has notified qa and manufacturing for their heightened awareness.

Event description:
Complaint received regarding one cl3361, 42" admin set, drop in-line chamber, w/chemolock, suspect lot# 3249998 (mfd. 05/2016). Told that chemotherapy tubing was primed and hung. Approximately 30 minutes later they noticed it leaking at the clear tubing junction of the secondary tubing right below the blue click device that snaps to the bag spike. There was unprotected chemo exposure reported but cleaned per hospital protocol. No serious adverse clinician/patient consequences reported.